Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory tube of an rt340 adult dual-heated evaqua breathing circuit was damaged, causing the respirator to alarm. This was observed after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint rt340 adult breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory tube of an rt340 adult dual-heated evaqua breathing circuit was damaged, causing the respirator to alarm. This was observed after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the expiratory evaqua tube of the complaint rt340 adult breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected for the reported damage. Fph also requested specific details of the type of drugs used by the hospital with the subject breathing circuit. Results: visual inspection revealed that the semi-permeable evaqua film of the expiratory tube was breaking and separating. The hospital stated that tyloxapol or any other drugs were not used with the rt340 breathing circuit. A lot check was not performed as no lot information had been provided. Conclusions: the damage observed to the returned evaqua expiratory tube is similar to the ones caused by the use of tyloxapol drug; however, the hospital stated that no drug was used with the subject breathing circuit. All breathing circuits are pressure tested for leaks prior to leaving the production line and those that fail are rejected. It is unlikely that the described damage occurred as a result of or during the manufacturing process. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." "Do not use medication containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure."